Event description:
On (B)(6) 2014, the reporter contacted animas alleging a dim display issue. The reporter stated that the display was dim. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: during testing, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.